Event description:
On (B)(6) 2012, the reporter contacted animas to report the patient was experiencing the symptoms of nausea, vomiting, and diarrhea and her blood glucose level was 49 mg/dl. The patient administered self-treatment by suspending the insulin pump and drinking juice with sugar, but claimed her blood glucose level would not elevate. The patient was advised to go to the emergency room; no troubleshooting of the pump could be performed at that time. As the patient allegedly suffered symptoms and blood glucose levels suggesting severe injury while using the pump, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-aug-2019 with the following findings: the complaint regarding blood glucose (bg) issues was reported to occur on (B)(6)2012. According to the pump history the pump was in use until (B)(6)2016. According to the available pump history and black box data, the pump was delivering the programmed basal rate with no evidence of delivery malfunctions. Due to continued use, all pump history and black box have been overwritten for time of complaint. During investigation, the pump was exercised for 12 hours with no errors or warnings occurring. The pump passed delivery accuracy test and was found to be delivering accurately and within range. Unrelated to the complaint, investigation revealed a dim, unreadable display screen. A test screen was installed and found to function normally. Also unrelated to the complaint, the battery compartment was observed to be cracked from the threads to the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.